Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3,h6 the device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no image on main monitor. Sdi outputs were not working. The whole gi card was down. Because application called gipro was not working. This event occurred at an unspecified procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.